Event description:
A medtronic rep, reported that the system was 3-4mm inaccurate during an ent case. They re-registered the pt and were accurate. The surgeon proceeded with the case and the pt was not affected.

Manufacturer narrative:
Medtronic rep reported that the hospital would not release info regarding the pt: ID, dob, weight and sex. Per the event description, re-registering the pt resolved the issue. Info was provided to the site regarding avoiding frame movement during registration of the pt.